Event description:
Reportedly, the sales representative was contacted by the hospital regarding a 2800 valve explanted after an implant duration of approximately 5 years due to aortic valve stenosis. The operative report states, "the aortic valve was diffusely calcified uniformly throughout all three leaflets with particular accumulation of a collection of fine granular calcification near the apex of each strut between the leaflet tissues at the point of apposition at the apex of the strut."

Manufacturer narrative:
Additional manufacturer narrative: evaluation confirmed the customer report of calcification. Per edwards technical summary, device history record review is not required for pericardial product returned when the failure is caused by calcification and greater than 5 years implant duration.

Event description:
Pathology report confirmed calcification.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits heavy calcification in the cusp area of all three leaflets, and in the free margin of leaflet 1. Moderate calcification is detected in the free margin of leaflet 2. Calcification restricted mobility in the leaflets, led to stenosis, and incomplete coaptation. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 2-3mm. Host tissue is minimal to moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review is in process. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.